Event description:
It was reported that the patient presented for an implant procedure. During the implant placement of the right ventricle lead, the lead crossed into the coronary sinus. Fluoroscopy revealed that the helix was partially extended. The helix was then retracted and the lead removed from the coronary sinus and placed in the right ventricle septum. The patient¿s blood pressure dropped significantly during this process. After the procedure, an echo revealed patient had developed a plural effusion. Blood pressure returned to normal after pericardiocentesis was performed. The physician stated the exposed helix may have dissected the coronary sinus causing the plural effusion. Patient was recovering.